Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have coughing fits when device is turned on; sore throat; repeated angina with ear pain; blocked nose and traces of blood; watery and swollen eyes. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have coughing fits when device is turned on; sore throat; repeated angina with ear pain; blocked nose and traces of blood; watery and swollen eyes. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed the following from an external and internal inspection: observed black hair-like fiber in the bottom enclosure. Light dust-like contamination on top of the blower motor. Dust-like contamination in the blower motor.black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint and observed no evidence of degraded sound abatement foam. Sections d8, d9, h2, h3, and h6 were updated.